Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30 ml ll had foreign matter. The following information was provided by the initial reporter: from email: the inside of the barrel appears to be dirty. Not sure what substance it is. But it does look a bit yucky if I'm honest. It came out of the pack like this. Pic below. I have the syringe if you want to send me a courier bag so that I can return or would you like me to dispose of it? Have you had any other similar reports at all? Date: 23 feb. 1 syringe. It wasn¿t used; it was noticed upon opening.